Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a follow-up, interrogation revealed intermittent undersensing of ventricular and supraventricular tachycardia episodes due to polymorphic ventricular tachycardia. The supraventricular tachycardia episode detected was inappropriate due to a device detecting an incorrect association between the atrium and ventricle. Turning off the ava was recommended. The patient will continue to be monitored. No further information is available.